Event description:
It was reported to boston scientific corporation that a wallflex biliary rx stent was used during an ercp (endoscopic retrograde cholangiopancreatography) with stent placement procedure. During the procedure, the physician attempted to recapture the stent following partial deployment. However, the stent could not be reconstrained. The stent had been deployed approximately 1/2 of the way. The physician removed the partially deployed stent through the scope and completed the procedure with a different size bsc stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
Other (partial deployment, unable to reconstrain). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).